Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the early phase of a laparoscopic case, when the insufflation was performed with the high flow insufflation unit, and although the set pressure was 8 mmhg, it did not reach the max set value and gas insufflation continued at a pressure of 6¿7 mmhg and more gas than usual was used. The intended procedure was completed with the same device. There were no reports of patient¿s harm.